Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that, other than reported, the balloon has been inflated and was partially deflated in the as-returned state. A large amount of dried contrast medium residue was observed in the balloon and inflation lumen. A 0.014 inch reference guidewire could be introduced with no unusual friction. Review of the product release documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
A pantera leo coronary balloon catheter was selected for treatment of a severely calcified lesion in the mid lad. It was not possible to cross the lesion with the pantera leo balloon catheter. Another device was used to complete the intervention.